Event description:
It was reported that during the implant procedure, the physician had difficulty advancing within a 7 french sheath. The outer overlay kept crimping in an accordian fashion when the lead was advanced. The lead was not used, and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).